Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a dependent, asymptomatic patient presented for a check, a non-sustained rv oversensing event caused by loss of capture was observed. No changes were made and the physician sent the patient home.